Event description:
It was reported that during a lap nephrectomy procedure, the instrument was fired for the first time over the renal vein and it stapled over some of it, then missed a bit, and then stapled properly again. The surgeon oversewed the staple line. There was no adverse patient consequence as a result of this event.